Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Upon receipt inspection revealed that the lead screw was slipping. This slipping resulted in the device alarming. Further investigation found that the right and left clutch components which were worn. Our technician replaced clutch components. The end-nut was also found to be loose. The lead screw was replaced. After repair, the device was found to pass all delivery, accuracy and functional tests.